Manufacturer narrative:
(B)(4). Date sent 11/11/2024. D4 batch #933c03. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60w reload present. The reload was received partially fired 1/2 with the reload body damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 933c03, and no non-conformances were identified. Additional information was requested, and the following was obtained:please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? There is no further information available.

Event description:
It was reported that during a lap gastric bypass after 4x firing the device, the stapler malfunctioned with the white reload. It got jammed, stapler is damaged in the front at the sides. Stapler was removed without use of the manual override. It looked like the reload was pushed forward. Probably the reload wasn¿t a new device was opened. The procedure was 15 minutes delayed. There were no patient consequences.